Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. The reporter was unable to provide the quantity of affected product, lots and market units related to this complaint issue, therefore this case covers the unknown quantity, market units and affected lots. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported center hole is off center. He reports this has been an ongoing issue for since (B)(6) 2017 but, has never reported this issue before today, for an unknown number of wafers from unknown number of market units. No photographs were submitted depicting the complaint issue by the complainant.